Event description:
The hospital reported that the unit was not operational. There was no report of pt involvement. The unit was returned to the mfg site for investigation. The unit was tested, and the reported complaint was confirmed. Further investigation revealed the root cause of the no output was due to loose lever platform screws.